Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Device had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 164 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.